Event description:
It was reported that during a device change-out, the physician had difficulty disconnecting the left ventricular lead from the device. The physician used a special bone-holding forceps to disconnect the lead from the device. Patient condition was good following the event.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Upon receipt, the header was noted to be damaged; due to the return condition, the cause of the reported connector anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.